Event description:
Boston scientific crm received information that this pacemaker exhibited a longevity estimate of two years remaining in (B)(6) 2009. The patient presented recently due to unspecified symptoms. A system check revealed the device was at end of life (eol), pacing at vvi 50 ppm parameters. The device memory stated eol had been declared on (B)(6), 2010, which was short of the estimated two year time frame. The device was explanted and successfully replaced by a new device.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion, but reached eol earlier than previously estimated due to a change in battery current consumption. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current. This device assessment of operating current and battery charge state may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Analysis of the device memory noted one reset in the reset counter. The reset is listed as a system reset and occurred at least one year prior to explant; the exact cause and time of the reset can not be determined. It appears the device did not lose any time off the real time clock and was not affected by the one reset. This device is not part of an advisory. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found.

Event description:
--